Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device alarmed for proximal occlusion when delivery was started. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. This does not indicate a reportable malfunction. However, during verification testing at the service center the device proximal pressure sensor was found to have drifted out of calibration.

Manufacturer narrative:
During testing at the service center the device alarmed for proximal occlusion during the volume accuracy test. The probable cause was due to proximal pressure sensor calibration drift. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.